Event description:
The user facility reported that the listed device was in use with an immobile pt for an unk amount of time when the inflation line was found detached from the tracheal tube. No incident related medical sequela was reported.

Manufacturer narrative:
Smith medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow up report detailing the results of the eval once it is completed.